Event description:
A report was received that the patient had bruising at the pocket site. It was determined that the patient had hematoma at the pocket site. The physician does not believe that the event was device related and was not sure why the patient had bruising. The patient underwent an explant procedure as a precautionary measure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits; model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 16291716, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.